Event description:
Initial result for a pt magnesium was 8.4 mg/dl. When repeated, the result was 2.1 mg/dl. The incorrect result was not reported. The field service rep found the rinse unit was not operating correctly and repaired the instrument by cleaning the rinse regulator.